Manufacturer narrative:
PMA/510(k) # p050017/s006. Device evaluation: the zfv6-125-6-12.0 device of lot number c2063057 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. This (B)(4) is related to (B)(4) and captures the use error of not inspecting the device before use. The device related to this occurrence underwent a laboratory evaluation on the 22nd november 2023. On evaluation of the device the following was noted: visual inspection: red safety tab not returned. Stent partially deployed. Wire guide returned attached to device. Wire guide measured 0.035 inches; this is the required size for this device. Unable to remove wire guide from device. Functional inspection: unable to perform functional test as unable to remove wire guide from device. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use/label: there is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0058) states the following: ¿upon removal from the package, inspect the product to ensure no damage has occurred¿. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could be attributed to the user failing to read and/or follow the IFU and not inspecting the product prior to use. As per the additional information provided, the user has stated that the device was not inspected before use. The instructions for use states that the product is to be inspected before use to ensure no damage has occurred. The user has not complied with the requirements of the IFU with respect to the intended use of the device. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony corrective action/correction complaints of this nature will continue to be monitored for potential emerging trends. Summary according to the additional information received, the user has stated that the device was not inspected before use. Therefore, this complaint was raised to capture the user error of the product not being inspected for kinks or damage before use. Confirmed quantity of 01 device, confirmed used according to the initial reporter, the stent was reached into the patient's disease along with the wire guide, after withdrawing the delivery system and releasing the stent, the stent was found not have not deployed properly. A replacement stent was used to complete the procedure. Investigation findings conclude a definitive root cause of user error was established from the available information. The user has not complied with the requirements of the IFU in regard to inspecting the product to ensure no damage has occurred. Trending will monitor if any future investigation is required.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 01-jul-2024.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent was reached into the patient's disease along the wire guide , after withdraw the delivery system and release the stent,the stent was found not to open properly. Then a new stent was replaced to completed the procedure. This file will capture the user error of the device not inspected prior to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.